Event description:
It was observed during use of bd vacutainer® k3e 5.4mg plus blood collection tubes, an unspecified number of samples were clotted and appeared to be missing additive. Samples had to be recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 09-apr-2025. Investigation summary bd received 53 samples for investigation. Evaluation of the returned samples indicated an abnormality of missing additive. Clotting could not be observed in the samples provided. Additionally, 100 retained samples were visually inspected, and no missing additive or additive abnormalities were found. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing additive. Missing additive would contribute to clotting defect reported. No definitive root cause could be established for the missing additive. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was observed during use of bd vacutainer® k3e 5.4mg plus blood collection tubes, an unspecified number of samples were clotted and appeared to be missing additive. Samples had to be recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.